Event description:
It was reported that balloon detachment occurred. The target lesion was located in the unspecified artery of the lower extremity. The 2.00mm x 15mm apex¿ balloon catheter was advanced for dilatation, however, the balloon was dislodged into the right popliteal artery. The patient was taken to the operating room (or) and underwent right popliteal fossa exploration and foreign body removal. Postoperatively, the patient was under close observation in the intensive care unit (ICU). Patient had a palpable right posterior tibial pulses and a dopplerable dorsalis pedis bilaterally. Heparin drip was started due to patient's chronic rate controlled atrial fibrillation. One day post procedure, the patient had some issues with pain but were better controlled with pain medications. Two days post procedure, a bedside echocardiogram was performed to look for any thrombus present. Three days post procedure, pulses were palpable on the right and the extremities were warm and well perfused and pain was well controlled on oral medication. The patient was discharged on therapeutic lovenox and 5mg coumadin. No further patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).